Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high voltage (hv) lead impedance was increased and out of range. Abbott technical support recommended checking the non-abbott hv lead to ensure it was properly connected to the header of the device. An additional surgery was performed and the connection between the lead and device was correct. The patient was stable. Further information was requested but not received.